Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the customer was performing diagnostic procedure, and the procedure was completed as planned by pressing the footswitch one more time. The philips remote service engineer (rse) connected with the customer and confirmed that the system fluoroscopy was not available. Upon remote analysis, the rse reviewed log file and confirmed that the tube arcing and kv_out_of_range error was infrequent. After pressing the foot pedal again during the procedure, the problem was fixed, hence no additional services were required. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.